Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia. The customer was informed by her doctor that she accidentally pushed on the buttons of her insulin pump and gave herself a bolus while sleeping. The customer stated that the doctor reviewed the lock keypad feature with her. Nothing further was reported.